Manufacturer narrative:
(B)(4). D10-medical product: tibia trabecular metal two-peg porous fixed bearing left size g: item# 42530007901, lot# 65503221. Unk persona femur cr tm 11 narrow. G2- switzerland. H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately ten and a half months post implantation due to unknown reasons. A hematoma was identified upon revision. A new tibial component was cemented in place. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Medical records were not provided for the revision procedure. Radiographs were provided. Images were not sent to mmi as they are post-revision x-rays, which would not enhance the investigation. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned bearing found it exhibits signs of being implanted nicked/gouged/wear. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision due to unknown reasons; hematoma identified during revision. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations/anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.